Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed pump error. The customer's blood glucose level was unknown at time of incident. Customer states the event repeated several times and the insulin pump could not be used. The customer was told to remove the battery temporarily and place the pump in storage mode and wait for the contact from the person in charge. When the customer was told that it was likely that the pump would be inspected and replaced, the customer got angry that the malfunction occurred twice from the beginning of this year. There was no insulin alternative therapy at hand and the customer was told to consult with the physician, but the customer could not understand. The insulin pump will be returned for analysis.